Event description:
As reported from our affiliates in canada, approximately five years and five months post-implant of a 29mm sapien xt valve in aortic position, the patient presented with a heavily calcified valve but no transvalvular or paravalvular leak. CT showed no evidence of thrombus and patient had a three-month course of coumadin with no change to the gradient or valve morphology. Therefore, a 26mm sapien 3 ultra valve was successfully implanted inside the sapien xt valve in a valve-in-valve procedure, with zero residual gradient. The physician does not feel that the sapien xt valve failed early given the patient's relatively young age of first implant and history of liver disease.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Type of investigation, investigation findings investigation conclusions the device was not returned for evaluation. The complaint for valve calcification was unable to be confirmed as imagery/ medical record was not provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU revealed no deficiencies. An evaluation on sapien xt, sapien 3, and sapien 3 ultra valve calcification has been documented in a technical summary, and it is applicable to this complaint as it reports of sapien xt valve calcification approximately 5 years and 5 months post-implantation. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. While edwards durability testing of sapien xt meets and exceeds current iso standard and FDA guidance for bioprosthesis valve durability requirement, bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprosthesis heart valves as outlined in the IFU. With the known inherent risk, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and are not considered a device malfunction. Therefore, it is not included in the risk management file. In this case, the device under investigation had been implanted for more than 5 years (implanted in 2016). There is no evidence of device malfunction contributing to the reported event. Therefore, the risk management file review is complete, and no further action is needed. Per the instructions for use (IFU), structural valve deterioration (calcification) is listed as known potential risks associated with the device. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo tissue processing to reduce calcification variability and lower calcification levels. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. In this case, limited information is available to determine a potential root cause for valve calcification approximately 5 years and 5 months post-implantation; however, it could be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Updated section a2- date of birth.